Manufacturer narrative:
The barricade coil was not received for evaluation. Therefore; and analysis could not be performed. Based on the available information the root cause of this complaint could not be determined. Review of the lot history records for the reported lot did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against the reported lot have been made for the same issue.

Event description:
It was reported that a "1mm x 1cm complex finish coil was used as 2nd coil under the balloon assisted but the coil could not be detached though the surgeon tried detachment at 3 times. Then, the coil was removed and other coil of the same size was used and detached and placed in properly. It was reported that the coil (maybe barricade coil) was migrated to near mca (m3) unintentionally and the bleeding was also observed at m2 segment during withdrawing the migrated coil (subarachnoid hemorrhage was developed). Third coil (barricade coil) was detached properly after the surgeon inserted the needle deeper. Therefore, the surgeon guess that the depth of the needle might have resulted in this detachment error. The surgeon also commented that there is no relation between detachment error and migration of the coil. (3rd coil might had not got twine around with 1st coil enough)."